Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. The weekly pace lead trend data shows an increase for maximum ventricular pacing bipolar impedance was 608 to 4047 ohms peak between (B)(6) 2013 and (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Three patient alerts for lead failure predictor occurred between (B)(6) 2013 and (B)(6) 2012. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was (B)(4) counts in (B)(4) days between (B)(6) 2013 and (B)(6) 2013. Concomitant product: 6944 implantable tachy lead (B)(6) 2004. (B)(4).

Event description:
It was reported that approximately one month post device replacement procedure, an alert was triggered for oversensing and an increase in lead impedance on the right ventricular lead. A connection issue was suspected. A revision of the connection was performed. Both the device and lead remain in use. No patient complications have been reported as a result of this event.